Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had an increase in pacing impedances and a rise in pacing threshold measurements. This would only occur during pocket manipulation and when the patient sat in certain positions. Approximately one year later, the pacing impedance measurements increased to greater than 2,000 ohms. There was also noise observed on the rv rate/sense channel and shock electrogram with pocket manipulation. This did not result in any pacing inhibition and the patient was not pacemaker dependent. A revision procedure took place and the rv lead was tested through the pacing system analyzer (psa). All lead measurements were within normal range. The lead was reconnected tot he device and measurements returned to normal range. There was suspicion of a set screw issue. The device and lead remain in service without further complication. To date, there have been no adverse patient effects reported.